Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pen screw got stuck when dosing. Customer primed the insulin pen multiple times and replaced the needles, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.